Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6):367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total pts received electrodes implant. There were complications in some pts. Pt 1 of 4 exhibited neurological deficit without intracranial hemorrhage. Post operative ncet of the head was normal that the pt had intractable blepharospasm. See MFR report number: 2182207200901002.